Event description:
The reporter stated that the "pt had a emboli after surgery and died. Surgeon doesn't feel as it is product related, however wanted to report incident. The part numbers used for this surgery are as follows: 57-1308 x 2 zuma c implant; 57-8014 x 4 self drilling variable bone screw; 57-9008 x 2 zuma c locking cover. Integra has requested add'l clinical info from surgeon. These products will not be returned.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.